Event description:
It was reported that the patient experienced a shocking or jolting sensation while in the hallway. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient only complained of the shocking/jolting sensation when walking in the hallway of the hospital when she was near a device used to communicate with mobile devices (like an antenna) and that the patient had a longer than normal hospital stay due to her personal pain issues. It was noted that all her symptoms pain and shocking/jolting sensation resolved while in the hospital. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).